Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system was not vacuuming and that there was no power to the anterior vitrector. The procedural details and patient impact were not provided. Patient impact has not been reported. This report pertains to the ophthalmic console involved in the event.